Event description:
It was reported that a patient underwent a procedure under general anesthesia (grade IV), laparoscopic hysterectomy+bilateral salpingectomy+vaginal stump suspension+intestinal adhesiolysis+pelvic adhesiolysis+drainage on (B)(6) 2022 and suture was used. The suture broke during sewing blood vessels in surgery. It broke for three times. The suture broke easily when it was pulled slightly. Changed another one in order to complete the surgery. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: * could you please clarify if the patient suffered from any signs or consequences due to the issue (pull off suture needle)? A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Event related to mw # 2210968-2022-09397, mw # 2210968-2022-09399. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.